Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported for the last 3 days, their implanted neurostimulator wasn't wanting to recharge correctly. Patient said that instead of charging, they would put the recharger on and the battery went down from 60% to 0%. Patient then said last evening they tried to charge their implant again, and the controller displayed software problem 1- intellis, 2- 3.6, 3- 1546, 4- app manager. C. Agent walked patient through removing the battery pack and re-inserting the battery and patient confirmed the message was cleared. Patient then saw the controller battery was empty and needed to be recharged. Patient plugged the controller into the ac power supply and confirmed the green light was blinking on the controller. The troubleshooting steps that were taken on the call resolved the issue. Agent advised patient to monitor the issue and call back if it persists. Pt called back stating their device was not working. Starting on about sunday it acted really weird because they had 100% to the controller and 40% to the implantable neurostimulator (ins), pt tried to recharge the ins and two hours later the ins was at 0% and controller had 80%. Since then they got no device found. Since pt called patient services last they recharged the controller but the ins was not recharging. Pt was getting no device found when the controller was plugged into the ac power supply and when plugged into the rtm. During call pt pressed recharge on the no device found and got stuck on checking the recharger. Pt verified no damage to the rtm or to the controller charging port.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient, stating that their controller would stop at 30% was showing finished. Patient was not able to recharge further and 30% would not last for all the day. Patient could nor recharge when battery was at zero and "no device found" message appeared. When it was asked what steps has been taken to resolve the issue, patient informed they were replaced with controller.

Manufacturer narrative:
Updated codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.